Event description:
It was reported by service report that the patient right top rail was broken in half between the latch spindle and the middle spindle and there were sharp edges. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.